Event description:
The customer initially called stated the insulin pump settings had been erased. The customer then stated she was hospitalized for a high blood glucose reading of 748 mg/dl because of the settings being erased. Troubleshooting revealed that the insulin pump had given an error alarm prior to the event. The error alarm occurred after the customer changed the batteries on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.